Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges walking difficulty. After review of medical records, patient was revised to address right hip metal wear. Revision notes reported a yellowish fluid was encountered upon incision. There was a large amount of pseudotumor. A mild corrosion was also noted at the head and neck junction and a retroversion of the cup.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation alleges injury, discomfort, loss of mobility,loss of range of motion, mental anguish, emotional distress, disfigurement, inflammation, friction and wear between the cobalt-chromium metal head and liner cause large amounts of cobalt-chromium metal ions and particles released into blood and tissue and surrounding the implant.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had metal on metal articulation. Developed hip pain over the past 2 years. Cup was placed slightly vertical. Serous fluid was present in the joint space, no pseudotumor was present. No falls, trauma, relative comorbidities. Normal activity level. Cobalt serum level is 11.0-chromium level is 10.0. No MRI or ultrasound was performed. No other information is available.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.